Event description:
It was reported that the user was unable to fully insert a new cartridge in the ilet during a dry run and the device displayed alert 38 indicating it could not proceed, while the user had backup therapy available. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included troubleshooting and education to verify proper cartridge insertion steps and to assess for potential device alarm or mechanical fit issues. Investigation of this case revealed an unresolved alarm associated with cartridge insertion that prevented therapy initiation, consistent with a device malfunction related to the fluid path or cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending further evaluation. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.